Event description:
Surgical team attempted to use stapler during a robotic case. When attempt was made, the stapler made a crackling sound and did not fire. The stapler was removed from the field and provided to the manufacturer representative.